Event description:
Physician reported that he saw particulate in the eye of his pt during a cataract extraction procedure using this phacoemulsification handpiece.

Manufacturer narrative:
No product was returned for evaluation.